Event description:
It was reported that during a procedure of the first diagonal to the moderately tortuous proximal left anterior descending artery (lad), the 3.0 x 18 mm promus stent delivery system (sds) was implanted in the lad, however a spiral dissection was noted distally. A 2.5 x 15 mm promus sds was advanced but met resistance and the stent implant was noted to be flared distally. The device was removed from the anatomy; during examination of the device after removal, the stent dislodged from the balloon. A second 2.5 x 15 mm promus sds was attempted but had the same effect. The procedure was completed using a 2.5 x 28 mm non-abbott stent, a 2.5 x 23 mm non-abbott stent implanted distally, and a 3.0 x 18 mm non-abbott stent placed close to the left main. There was no reported adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Distal to stent. Evaluation summary: the stent dislodgement was confirmed. Stent damage could not be confirmed as the dislodged stent implant was not returned. Based on visual analysis of the returned device, there is no indication of a product deficiency. It should be noted that the promus instructions for use (IFU) states: place the stent in the distal lesion before the proximal lesion in order to minimize dislodgement risk incurred by traversing through deployed stents. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: whisper (x3). Guide catheter: launcher jl 3.5. Stent: 3.0 x 18 mm promus. The device is expected to be returned for evaluation. It has not yet been received. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The two promus devices are being filed under separate medwatch reports.